Manufacturer narrative:
Additional information received: it was confirmed that the device was inspected prior to use and no issues were detected. No additional intervention was necessary due to the blood loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair with endurant for treatment of a 77 mm aneurysm, more blood loss than normal or expected was observed through the sentrant sheath valve. The valve was prepped per the instructions for use. There was no pre-operative aneurysm rupture. The event was discovered during the index procedure. The cause of the event could not be determined by the healthcare professional. The event was resolved by using a new sheath.

Manufacturer narrative:
Device evaluation summary: the device was received with an obturator loaded. The obturator was removed with no issues noted. No deformation was evident to the seal or end cap. No deformation was evident to the seal cap tabs. The device was flushed with no evidence of a leak from the valve or seal housing. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.